Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 2 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 2 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition. It was further reported that target lesion was mildly tortuous, moderately calcified and has a mild significant bend.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 2 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition. It was further reported that target lesion was mildly tortuous, moderately calcified and has a mild significant bend.